Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient expired. The patient presented to the hospital three weeks after a flight from (B)(6). An ultra sound was performed and revealed deep vein thrombosis (dvt) from the popliteal to the common femoral artery. The patient was placed on a cardene drip and placed on beta-blockers prior to procedure. The physician selected the use of an angiojet(tm) zelante dvt(tm) thrombectomy catheter. During power pulse, the patients blood pressure dropped to less then 90 and experienced nausea and vomiting, as well as o2 decline. The physician paused power pulse then continued when the patient recovered. Approximately 35 minutes later, the procedure proceeded with thrombectomy. Patient's o2 dropped again. The procedure was eventually completed with stent deployment. Next morning, the physician thought the patient would be discharge as everything seemed well. The labs came back with a creatinine level of 2.5, along with other elevated levels. The patient was placed on dialysis, went into multi organ failure after the procedure and the patient died the next morning.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the physician believes the muti-organ failure was due to the "initiation of massive hemolytic cascade and then renal failure after angiojet (hemoglobinuria), hypotension then bowel ischemia, shock liver." There were no technical difficulties with the use of the angiojet device. The patient however responded aggressively to the initiation of the pulse-spray function with tachycardia, hypotension and a sense of doom. The pulse spray was stopped until it resolved and resumed. This had to be done a few times to infuse the total volume of tpa. Initially the patient had been on an antihypertensive drip, the blood pressure however precipitously dropped and was then corrected aggressively with fluids. The physician believes the patients symptoms were related to "underlying medical condition and poor reserve exacerbated by angiojet¿s lysis function (release of vasoactive peptides and hemoglobin)".